Event description:
On (B)(6) 2010, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic dissection. On (B)(6) 2010, the pt developed paraplegia. The pt performed spinal drainage for its treatment and started the pt on rehabilitation. On (B)(6) 2010, 1 month f/u revealed that the paraplegia remained. It was reported that the rehabilitation continued. On (B)(6) 2010, the pt was discharged. On (B)(6) 2010, the pt developed cholangitis. The pt was treated with cholangiole drainage. On (B)(6) 2010, the pt expired due to cholangitis. It was reported that the physician considered that the cholangitis was not attributed to the tag devices or the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.